Manufacturer narrative:
The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an rn scanned and hung a 100ml bottle of propofol with new tubing at 0129 on (B)(6) 2018. The documented dose was 10mcg/kg/min (rate 3.8ml/hr) at 0129. The nurse then followed with a dose/rate change at 0146 to 8 mcg/kg/min (3ml/hr). At 0158 the pump was beeping due to air-in-line and the complete bottle of propofol had infused. The patient exhibited hypotensive symptoms requiring vital signs monitoring every 10 minutes.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that the pump module was in use and infusing propofol 1000mg/100ml at a rate of 4.6ml/hr (dose = 12mcg/kg/min). At 1:27 am on (B)(6) 2018, the user paused the infusion. The door was opened and the device alarmed for flo stop open for 3 seconds. The door was closed and the infusion restarted. At 1:30 am, a remote IV request was received for propofolc to infuse at 3.81ml/hr. The user selected yes to the guardrails warning ¿dose will recalculate based on new weight. Adjust dose or rate if required. Accept weight change?¿ the user changed the vtbi to 85ml and started the infusion. At 1:46 am, the user changed the dose to 8mcg/kg/min, which made the rate 3ml/hr. At 1:58 am, the device alarmed for air in line and 2 minutes later the user channeled the device off. The volume recorded as being infused during this period was 1.71ml. The root cause of the overinfusion was not identified. The pump module and the disposable set were not returned for investigation.

Event description:
The customer reported that an rn scanned and hung a 100ml bottle of propofol with new tubing at 0129 on (B)(6) 2018. The documented dose was 10mcg/kg/min (rate 3.8ml/hr) at 0129. The nurse then followed with a dose/rate change at 0146 to 8 mcg/kg/min (3ml/hr). At 0158 the pump was beeping due to air-in-line and the complete bottle of propofol had infused. The patient exhibited hypotensive symptoms requiring vital signs monitoring every 10 minutes.

Manufacturer narrative:
Disregard previously reported evaluation codes. The weight recorded in the event logs was (B)(6) however the weight reported by the customer was (B)(6).

Event description:
The customer reported that an rn scanned and hung a 100ml bottle of propofol with new tubing at 0129 on (B)(6) 2018. The documented dose was 10mcg/kg/min (rate 3.8ml/hr) at 0129. The nurse then followed with a dose/rate change at 0146 to 8 mcg/kg/min (3ml/hr). At 0158 the pump was beeping due to air-in-line and the complete bottle of propofol had infused. The patient exhibited hypotensive symptoms requiring vital signs monitoring every 10 minutes.